Event description:
.

Manufacturer narrative:
Additional device manufacturing date: 01/01/2009. User facility reported a slippage with laceration on (B)(6) 2010 and returned the product for evaluation on (B)(6) 2010. User facility reported that a similar event had occurred earlier on (B)(6) 2010 with the same equipment (same s/n) but had not notified manufacturer of the event until this event. Product was evaluated when the product was received from user facility on (B)(6) 2010. Upon inspection of internal components, the internal teeth on the arch holder showed damage. The arch holder and its companion components had to be replaced. Also see related MFR report 3003923579-2010-02.